Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing alerts. Review of the transmission revealed undersensing, far p wave oversensing, pseudo-pseudo fusion, and competitive atrial pacing. Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.